Event description:
A customer reported a signal loss issue with the adc device. The customer developed symptoms of thirst and fatigue, and the high/low glucose alarms were not available. The customer was treated at hospital with unspecified IV drip. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and sensor kit were reviewed, and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. An attempt was made to replicate the user complaint and high/low glucose alarms were successfully received on an iphone device with android/fsll version 2.8.2.9318 using a known good libre 2 sensor. No issues were identified with the librelink app. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date the incident occurred is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.